Event description:
Additional information received reported that examination/palpation revealed the previous pump pocket incision/site was well healed without any evidence of erythema, edema, or drainage as of 2014-(B)(6). The event resolved without sequelae on that day as well.

Event description:
It was reported the patient¿s pump pocket was infected. On (B)(6) 2014, upon examination and palpitation the wound was found to be weeping and the wound site had swelling and redness. A pump pocket wound culture showed (B)(6) on the same day. On (B)(6) 2014, examination revealed purulent drainage from the right abdominal pump pocket incision. The pump pocket wound cultures grew pseudomonas aeruginosa on (B)(6) 2014 and the patient continued to have wound site swelling and redness on (B)(6) 2014. The event was unlikely related to the device or therapy and related to the implant procedure. The severity was reported as mild and resulted in inpatient or prolonged hospitalization. Interventions included a medication adjustment of cefepime and vancomycin on (B)(6) 2014. The pump was explanted on (B)(6) 2014 and a surgical revision occurred with the catheter. Notably the catheter was spliced. Two hemoclips were placed on the inferior intrathecal segment of the catheter. Other interventions included a wound vacuum-assisted closure (vac) that was placed to the pump pocket wound on the date of surgery and the cefepime and vancomycin were discontinued and the patient was started on zosyn on (B)(6) 2014. The patient was also started on cipro on (B)(6) 2014; however on (B)(6) 2014 the cipro was discontinued and the patient was started on oral clindamycin 300 mg three times a day. The clindamycin was discontinued on (B)(6) 2014. Medical or non-surgical therapy included wound care consisting of wet-to-dry dressing changes using dakin¿s solution. The wound vac remained in place and examination on (B)(6) 2014 showed erythema, warmth, and edema noted to the wound. On (B)(6) 2014 diagnostic results showed pus and colonized pseudomonas in the wound. The event was considered ongoing. The patient had been administered perioperative antibiotics including vancomycin and ancef. The patient did not experience any withdrawal symptoms and was initiated on oral baclofen after pump explant. The pump was being used to deliver compounded baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l47178, implanted: (B)(6) 1998, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).